Event description:
The distributor reported that when the sensor pad is connected to the alarm and pressure is removed off of the sensor pad it does not cause the alarm to sound. The distributor replaced the sensor pad with a new one and the alarm (9361) works correctly. The distributor reported the sensor pad has not been folded, does not have any physical damage and that the customer is very familiar with how to use the product. The distributor did not provide the date when this was discovered but did state the pad has been in use for about a month before this occurred. There was no pt incident or injury reported.

Manufacturer narrative:
The distributor has discarded the sensor pad and did not provide a lot number. Note: instructions for use warning statement: to reduce the risk of serious injury or death: always test sensor before leaving pt unattended. Apply pressure to pad and then release. Do this at several places. Alarm should activate each time you remove pressure along the entire length of the pad. If sensor fails any test, stop use at once and replace with a new sensor. Sensors past warranty expiration date may fail, causing false alarm or no alarm. (B)(4).